Manufacturer narrative:
The actual device was returned for evaluation. The device was evaluated and it was determined that the tip was drilled and bent which is consistent with excessive side loading. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. Additionally, it was determined that the laser etching on the device was worn off, the device had a cosmetically unacceptable-color ring fade, and it was noted that the device was noisy. The device also failed pre-test for visual assessment and vibration. The root cause for these failures was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the craniotome device foot plate was bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.